Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review. Review of the images indicates devices in-situ. It also appears that the tibial tray has subsided and migrated posteriorly. There also appears to be some lucencies around the anterior pegs of the tibial tray.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to tibial tray subsidence.